Event description:
Experienced user inserting IV catheter into patient, device did not give 'flash back' of blood as confirmation vein was accessed. User removed IV catheter and as needle was retracted blood began to flow into catheter but at this point catheter is not in the vein. Caused a failed attempt at IV access requiring patient to be stuck again for an IV. Multiple users in ed also experiencing same issue on this date with two different lot numbers. Lots were pulled from service and issue resolved. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva, bd q-syte (per site reporter): bd rep contacted and submitting report for bd, sending (B)(6) box to ship several devices back for evaluation. Bd rep states had not heard of any issue involving device prior to this event.